Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387-28, lot# 0208328932, implanted: (B)(4) 2014. Product type: lead. (B)(4).

Event description:
It was reported that when impedances were checked prior to switching the patient¿s device off for a knee replacement surgery, high impedances of between 2539 ohms and 5090 ohms were measured on several electrode pairs. The cause of the issue was not determined and it was unknown if there were any lead fractures since no x-rays were taken. There were no patient symptoms associated with the event and the patient was receiving effective therapy.